Event description:
A caller reported a discrepancy between the displayed time on their pump and the actual time, which was greater than five minutes. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in blood glucose levels above 500 mg/dl or below 54 mg/dl. The customer received assistance from technical support in updating the pump time and device settings. They were advised to monitor the situation and follow up if the time discrepancy recurred, which they understood and acknowledged.